Manufacturer narrative:
Correction h6: removed fdd code a24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 20-jan-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous implanted non-medtronic aortic bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 x 40 non-medtronic balloon. Slight difficulty was reported crossing the previous valve and keeping the balloon in position. Following the balloon dilation, the valve was inserted. Upon release of the valve, it was observed that the valve dislodged towards the left ventricular outflow tract (lvot). The valve was recaptured and echocardiogram showed a significant increase in mitral regurgitation with disruption of the strand and an increase in intermittent aortic occlusion (iao). The patient became hemodynamically unstable and cardiac arrest followed. After medication and maneuvers were performed, the patient's pressure recovered. Another implant attempt was made with rapid pacing in a higher position. While at 80% deployed, the valve dislodged to the lvot again. The valve was released and echocardiogram showed absences of iao and improvement in mitral regurgitation. The patient developed cardiac arrest again with the presence of pericardial effusion. The cause of the pericardial effusion could not be confirmed as the team suspected that either a perforation of the right ventricle through the pacemaker or perforation of the left ventricle with the guidewire may have occurred. Drainage of the chest was performed and medication was administered. Following the valve implant the patient died. The cause of death was not reported. It was unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received which indicated that an intermittent aortic occlusion did not occur after the valve was recaptured rather unspecified aortic insufficiency. The previously report disruption of the strand indicated a rupture of the mitral chordae. The cause of the pericardial effusion was the temporary pacemaker electrode and not the valve or the delivery catheter system (dcs). As reported the hemodynamic instability was generated by multiple valve attempts. The cardiac tamponade probably due to the perforation of the right ventricle by the pacemaker, in association with the patient's fragility were reported as the multiple causes of the patient's death. An autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Cardiac arrest is a known potential adverse effect per IFU. In this case it was reported that the patient went into the first cardiac arrest after the valve was recaptured due to dislodgement; and the second cardiac arrest after another implant attempt which the valve deployed and dislodged again. With the limited information available, a conclusive assessment of the relationship between the reported cardiac arrest and the device could not be established, and the root cause of the cardiac arrest cannot be determined. The provided images confirm a wire perforation in the left ventricle, and that a pericardial effusion is present. Cardiovascular injuries, such as pericardial effusion and cardiac tamponade, are known potential adverse patient effects per the evolut system IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Following the valve implant the patient died. The cardiac tamponade probably due to the perforation of the right ventricle by the pacemaker, in association with the patient's fragility were reported as the multiple causes of the patient's death. An autopsy was not performed. No allegations were made relating the dcs or its function to the death. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the aortic insufficiency was moderate-severe central regurgitation in the biological valve. The temporary pacemaker electrode was not manufactured by medtronic. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.